Manufacturer narrative:
Reflects the patient's weight received on 2017-aug-25: and the patient's admission to the hospital on (B)(6)2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp) via the manufacturer's business partner on (B)(6)2017. It was reported that the patient was receiving gablofen which was used to treat intractable spasticity secondary to multiple sclerosis. The patient's last refill was on (B)(6)2017. The hcp reported that they did not evaluate the patient related to the infection and were not involved in the patient's care at that time. The hcp had not seen the patient in follow-up. However, the hcp did report that the patient's intrathecal baclofen was discontinued in response to the infection. According to the hcp, the patient has had a baclofen pump since 2009 for secondary progressive multiple sclerosis. The patient reportedly had sedation on oral medication. The patient's height and weight were provided. It was reported that the patient was hospitalized from (B)(6)2017 for the pump pocket infection. The patient¿s concomitant medications included calcium, tegretol, pradaxa, colace, iron, lorazepam, miralax, effexor, mevacor, and o ndansetron.

Manufacturer narrative:
Analysis of the pump found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017; product type: catheter, product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017. Product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 500 mcg/ml of baclofen at 29.98 mcg/day via an implantable pump for intractable spasticity. On (B)(6) 2017, it was reported that the patient had symptoms of infection near the pump pocket. According to the patient's hcp, it appeared to be cellulitis. A full system explant occurred on (B)(6) 2017. It was unknown when the event/difficulty occurred. The system would be replaced in the future and the affected devices would be returned to the manufacturer for analysis. It was unknown what, if any, environmental/external/patient factors that may have led or contributed to the issue. The issue was not considered resolved at the time of the report. The patient's status was listed as "asked but unknown". No further complications were reported.